Manufacturer narrative:
Currently, it is unk whether the pt was administered the fresenius saline. We are filing this MDR as part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the reported event. The post market clinical department is in the process of requesting medical records and add'l clarification regarding the reported pt code during treatment. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. Additionally, product identifiers have not been provided. A supplemental report will be submitted once the plant investigation and clinical investigations are completed. This is one of 6 MDR's submitted to document this report event. Please reference the following MDR numbers: 8030665-2013-00391; 1713747-2013-00234; 1713747-2013-99913, 1225714-2013-01159; 2937457-2013-00085.

Event description:
The facility biomedical tech contacted technical support on (B)(6) 2013 requesting a hemodialysis machine functional check. The facility requested this check following a reported pt code during treatment. Clinical details of the reported pt code were not provided.